Manufacturer narrative:
(B)(6). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[wish to log a job for a 8015, sn (B)(4). Got a very strange symptom, it wont recognize two 8100 pump modules when placed on the right and left side of the 8015. It¿ll recognize two 8100 modules on the same side, and it¿ll recognize one 8100 pump on either side, but if the 2nd one is clicked into place on the other side, it flash like it¿s powering up and no ¿b¿ will be displayed on the module and no option to choose to ¿b¿ is displayed. Example, if a 8100 is connected to the rhs and displays ¿a¿ and then module is connected to the lhs the first module still stay at ¿a¿ and it will not swap over to ¿b¿. Hope this make sense?]. There was no reported patient involvement.